Event description:
A lifesite was placed in 2001. The next day it was reported that the cannula detached from valve stem. It did not migrate into the vascular system. A cannula exchange was performed in order to place the cannula into the right atrium. The following day the pt presented to the ER for cardiac arrest and expired.